Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient's mother was advised to check settings, uninstall and reinstall g5 application, close other applications, forget device in (B)(6) settings, and charge smart device, which was unsuccessful. Patient's mother was then advised to remove and replace sensor using the same transmitter and pair again, which was unsuccessful. Patient's mother was then advised to reset bluetooth, close g5 application, reset smart device, and relaunch g5 application, which was unsuccessful. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. The reported event of bluetooth connection between transmitter and g5 mobile app issue was not confirmed. A root cause could not be determined.